Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow up we learned that the right eye is the eye that was operated on and that it is at 60-70%, the left eye is at 110%. The right eye is at 3-4 lines difference from the healthy eye. The patient is being monitored. Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 04-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The plunger rod was found advanced and the plunger rod tip was damaged in a way that is consistent with damage that could have occurred during shipping. Viscoelastic residue was observed to be distributed through the length of the cartridge. The cartridge and cartridge tip showed a stress mark that was in specification for a used device. The lens module was inspected and presented with no damage; however, viscoelastic residue was distributed through the lens module which could have contributed to the complaint event. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was received coated in viscoelastic residue and a haptic could be observed to be detached. The lens was cleaned and the optic body displayed damage as well as cosmetic scratches. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after implantation/unfolding of the intraocular lens (iol), the surgeon noticed that there was a defect in the center of the lens. The iol was immediately removed from the patient's eye. The same model lens half a diopter higher was implanted as it was the only suitable lens available. Incision enlargement and two corneal sutures were required. Account indicated that the patient is now slightly in the plus (sphere 0.5d, astigmatism 1.5d) due to the iol diopter difference. The patient is being monitored. No further details were provided.

Manufacturer narrative:
Section a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - impact code: 4625 for incision enlarged and sutures. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.